Event description:
Kimberly-clark received a report stating the enteral feeding balloon burst after one week of use. The stoma site remained open and intact but the enteral feeding tube required replacement in the interventional radiology department. There was no reported patient injury.

Manufacturer narrative:
(B)(4). Evaluation of the returned complaint product and review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).